Manufacturer narrative:
The tech replaced the 22-position connector to repair the bed.

Event description:
Info rec'd indicates the scale display is blank due to corrosion on the 22-position connector on the retracting frame and foot board.